Event description:
It has been reported to philips that the host pc did not boot up. The system was in clinical use. When the host pc cannot boot, the allura system will not be operational. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that bios battery setting was changed. The bios battery setting has been readjusted and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting due to the changes occurred in bios battery settings. Fse readjusted the bios battery settings. After readjusting the bios battery settings, the system was returned to use in good working order. The codes were updated based on the investigation outcome.